Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Applicator gets stuck inside vagina [foreign body in reproductive tract]. Applicator gets stuck inside, have to fish it out [device deployment issue]. Case description: consumer reported via e-mail that applicator gets stuck inside. No serious injury reported.

Event description:
Applicator gets stuck inside vagina [foreign body in reproductive tract]. Applicator gets stuck inside, have to fish it out [device deployment issue]. Case description: consumer reported via e-mail that applicator gets stuck inside. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.